Event description:
It was reported that the customer's insulin pump had a blank screen every time she changed the battery and she had to reenter the date and time settings. The customer also received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 175 mg/dl. Standard troubleshooting was performed. It was discovered that the insulin pump had an unexpected restart. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.